Event description:
It was reported that the patient underwent a procedure on (B)(6) 2021, in which reform ti pedicle screw system product was implanted. Subsequently, it was identified that at least one of the pedicle screws was noted to be loose and a revision procedure was performed on (B)(6) 2021, in which three (3) of the (4) screws implanted were remove and replaced with a competitor's screws. During the revision procedure when attempting to remove one of the previously torqued lock screws, the tip of the lock-screw torque driver (39-rd-0060) broke off. The tip was removed, and the procedure successfully completed utilizing the second driver, readily available in the set. Screws removed were discarded at the hospital. As it is unknown which of the three screws removed were loose, all three are being reported.

Manufacturer narrative:
H3 device evaluation - engineering review of fracture surface images indicate driver failure is due to excessive torque in a counterclockwise direction. As the torque handle limits torque only the clockwise direction, it is reasonable to assume the application of excessive torque while removing a previously torqued lock screw is the root cause of the failure. No corrective actions are recommended.

Manufacturer narrative:
Patient information - unknown. Initial reporter: occupation - other; distributor. Device evaluation - although information provided indicates that the driver is available for evaluation, it has not yet been received by the manufacturer, therefore, no conclusions can be drawn at this time. Review of device history records found ((B)(4)) pieces of this lot released for distribution on 7/12/2021 with no deviations or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. Should the product be received a follow-up medwatch report will be submitted to provide evaluation results. This report is number 4 of 4 mdrs filed for the same event (reference 3005739886-2021-00055).

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2021, in which reform ti pedicle screw system product was implanted. Subsequently, it was identified that at least one of the pedicle screws was noted to be loose and a revision procedure was performed on (B)(6) 2021, in which three (3) of the (4) screws implanted were remove and replaced with a competitor's screws. During the revision procedure when attempting to remove one of the previously torqued lock screws, the tip of the lock-screw torque driver (39-rd-0060) broke off. The tip was removed, and the procedure successfully completed utilizing the second driver, readily available in the set. Screws removed were discarded at the hospital. As it is unknown which of the three screws removed were loose, all three are being reported.